Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump received a minimum fill notification after filling the cartridge with insulin when the cartridge was loaded by the school nurse. The customer's blood glucose level was 300 mg/dl. The contact was able to load a new cartridge successfully during troubleshooting with tandem technical support.